Event description:
The hcp reported the pt was seen in the emergency room with fever and a red and swollen pocket site. The physician determined the pump was not functioning. The pump was explanted related to the "malfunctioning" and returned to the MFR for analysis. The pt was reported to have been discharged from the hosp. A follow up report will be sent when additional info is received.